Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
After the product was removed from the patient, it was observed that the tip of the microcatheter (mc) was stretched and the coating of the mc was removed, exposing the transparent material at the tip for approximately 2mm. The age and gender of the pt are unk. The target lesion was a chronic total occlusion (cto) of the iliac artery. Access site was the brachial artery. The product was properly inspected and prepped, and no anomalies were noted. There was no difficulty advancing the mc over the guidewire or tracking device through the vessel to get to the lesion. After the target lesion was crossed with the rapid transit microcatheter and the guidewire (true finder, zeon medical), the guide wire was changed to a dejavu (filmec). A large resistance was felt while the rapid transit was pulled back over the guidewire. The catheter was entirely removed from the patient without separation. It was observed that the distal end became elongated for approximately 5cm, and the coating was separated exposing the transparent material at the tip for approximately 2mm. The procedure was completed using other product. There was no patient injury.